Event description:
During a laparoscopic cholecystectomy procedure. The clips did not advance. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.